Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However upon inflation at a nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.